Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. The proximal insulation was abraded at multiple locations. Abrasions are indicative of exposure to constant friction with another implantable device.

Event description:
It was reported that the atrial lead exhibited noise and the insulation was abraded. The lead was explanted and replaced.